Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event and hospitalization were not reported. On an unreported date, the patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.